Event description:
I purchased a test that is subject to this recall https://flowflexcovid.com/acon-laboratories-issues-a-nationwide-recall-of-non-eua-authorized-flowflex-sars-cov-2-antigen-rapid-test-self-testing-tests/ I purchased the test from this website: (B)(6) they mailed me test kits that exactly match the recall. FDA safety report ID#:(B)(4).